Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a procedure to revise the lead due to migration. The wire can be rolled but has not broken through the skin. The patient feels the wire in the right/mid buttock and experiences occasional shocking sensations in the vaginal area as of two weeks ago. The patient denied falling or any event that could have caused the lead to move and reported that the therapy has not been effective for quite a while, has been wearing a back brace due to ongoing back pain and suspects that the lead may be pressing against a nerve, contributing to back pain. The patient was advised to follow up with the implanting physician to obtain an xray and prior to the revision stimulation was turned off to see if the vaginal discomfort went away. The patient would call back if stimulation had not resolved.

Manufacturer narrative:
Investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported complaint cannot be confirmed. The device was unavailable for evaluation and the complaint could not be confirmed. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a lead wire migrated. The wire can be rolled but has not broken through the skin. The patient feels the wire in the right/mid buttock. The patient experiences occasional shocking sensations in the vaginal area. The patient denies falling or anything that could have caused the lead to move. The shocking sensation started approximately two weeks ago, and therapy has not been effective for quite a while. The patient has been wearing a back brace due to ongoing back pain but suspects the lead may be pressing against a nerve, contributing to back pain. The patient was advised to follow up with the implanting physician to obtain an x-ray and assess whether a revision or explant procedure is needed. Stimulation was turned off to see if the vaginal discomfort goes away. The patient will call back if stimulation pain has not resolved. The field rep will follow-up with patient next tuesday. It was later reported that the patient had a lead revision.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006. This report is being submitted for the correction of model, serial, & lot number (d4) in section d, suspect medical device and patient codes (f10) in section f. For use by uf/importer.

Event description:
It was reported that a lead wire migrated. The wire can be rolled but has not broken through the skin. The patient feels the wire in the right/mid buttock. The patient experiences occasional shocking sensations in the vaginal area. The patient denies falling or anything that could have caused the lead to move. The shocking sensation started approximately two weeks ago, and therapy has not been effective for quite a while. The patient has been wearing a back brace due to ongoing back pain but suspects the lead may be pressing against a nerve, contributing to back pain. The patient was advised to follow up with the implanting physician to obtain an x-ray and assess whether a revision or explant procedure is needed. Stimulation was turned off to see if the vaginal discomfort goes away. The patient will call back if stimulation pain has not resolved. The field rep will follow-up with patient next tuesday. It was later reported that the patient had a lead revision.